Event description:
Sutures removed from temporary epicardial wires at skin insertion site; immediately upon removal of sutures, the epicardial wires retracted beneath the skin surface and was unable to be retrieved with local anesthetic with superficial exploration; next day pt went to radiology where with fluoroscopic guidance and under local anesthetic the wires were removed with a hemoastat without incident.